Manufacturer narrative:
(B)(4). Batch #: u5dr9n. Component code: electrical and magnetic (g02) . Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch no conclusion could be reached as to what may have caused the pcb board to be damaged. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy of the liver the stapler was fired once and stopped working. The surgeon "thinks is was due to the stapler itself and not the battery". The stapler fired properly first time. When second attempt to fire was made, nothing happened, no staples, no cut. Surgeon opened jaws, removed device and passed to tech.